Event description:
It was reported that a patient was admitted for two broken shoulders. During an open reduction internal fixation (orif) procedure at the proximal humors, the required biologics were prepared without anyone noticing the expiration date. During paperwork review post-operation of one shoulder, it was discovered that the indicated product, which was already implanted in the patient had expired. The operating surgeon, director of operating room and consultant all informed the patient about this issue. The patient was kept under observation however, before the procedure could be completed on the second shoulder, the patient left the hospital without any notice.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. An investigation could not be conducted, and no conclusion could be drawn.